Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functionality stress testing with the returned accessories on a simulator without duplicating the report. The device log shows typical user advisories and does not suggest a malfunction occurred during the event in question. The etco2 sensor was not returned as part of the evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 28-year-old male patient, the etco2 was unable to be obtained, causing a delay in critical care for the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.